Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited some oversensing and delivered a shock that was thought to be inappropriate. Technical services (ts) reviewed the stored episode and noted the rhythm appeared to be a monomorphic ventricular tachycardia (mvt). Additional information was received that the device was later explanted and replaced with no additional information linking the explant to the previous reported observations. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Laboratory analysis did not confirm the reported clinical observations; however, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the premature battery depletion observed during laboratory analysis. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.